Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis located in a moderately tortuous and mildly calcified shunt. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.